Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 36 mmol/l (648 mg/dl) while wearing the pod between 4 and 24 hours. It was reported that the cannula had dislodged. Symptoms reported include vomiting and dehydration. The patient was hydrated and given gravol as treatment. The patient was at the hospital for 1 day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported dislodged cannula, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.